Event description:
The patient reported that the device "did not last as long as it was supposed to". The physician reported the device was "quick to [elective replacement indicator]". Longevity estimates performed two months earlier had indicated the remaining longevity to be 11 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion.